Event description:
This complaint is reportable based on analysis of the cool path ablation on (B)(6) 2012. It was reported during the procedure, the catheter would not ablate for more than 5 seconds. The non-sjm generator alarmed 'catheter error', indicating the catheter temperature was incorrect. The physician replaced the catheter and continued the procedure with no consequences to the patient. Analysis of the returned device revealed saline leakage within the catheter handle.

Manufacturer narrative:
One cool path 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter did not pass the ablation simulation or pressure drop test. The generator displayed an 'ee' error message and saline leaked from the handle of the catheter. The connector of the catheter was opened and revealed green rust and saline, which indicated that the connector became wet with saline during testing as well as during the procedure. The saline created an electrical short between the thermocouple and conductor wires, resulting in the generator alarm. The handle of the catheter was opened and saline was noted in the handle. The catheter was then dissected revealing a broken fluid lumen and separation at the strain relief. Evaluation confirmed the reported 'catheter error' alarm was due to saline leaking between the thermocouple and conductor wires in the connector of the catheter. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.